Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user forgot to announce a meal and contacted support after more than 30 minutes had elapsed, at which point the agent advised not to announce and to allow the corrective algorithm to manage insulin dosing. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included troubleshooting and education regarding meal announcements and use of the corrective algorithm. Investigation of this case revealed no device alarms and no device malfunction, with the system operating as designed to handle a missed meal announcement. It was concluded, based on previously established findings for similar reports, that user error related to a missed meal announcement was the cause.